Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical study representative that the customer experienced low blood glucose with blood glucose of 43 mg/dl at the time of the incident. The customer was at 350 mg/dl before the low. The reporting party did not mention how the customer treated. The reporting party did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was anonymous. The insulin pump will not be returned for analysis.